Event description:
Staff members were preparing to transport a pt (age and gender unknown) within the hosp. The staff attached an ECG cable to the pt, but they were unable to obtain an ECG trace in any of the 3 leads. The staff obtained another cable, but they were still unable to obtain an ECG trace. The staff obtained another unit (MFR unknown) and transported the pt. There was no adverse effect on the pt.

Manufacturer narrative:
Zoll has on numerous occasions requested the returned of the allegedly malfunctioning device for evaluation from the user facility. The complainant has not respond to zoll's request, therefore co do not anticipate the device becoming available for evaluation.